Manufacturer narrative:
The technician found the brake/steer tube was worn. The technician replaced the brake/steer tube to repair the bed.

Event description:
Information received indicates the brake will not hold.